Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6570-0-136, lot # 30054101, description: delta v-40 ceramic head 36/0. Cat # 663-00-36g, lot # 13cgn, description: trident x3 eccentric 0 - 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that pt had primary hip surgery with rejuvenate system. Complained of hip pain. Revision hip surgery. Removed neck, head and liner.